Manufacturer narrative:
A performance issue of the reagent or the instrument can not be excluded since qc data was not provided. The field service representative determined that there was a fluidics failure. A salt bridge was found in the reference electrode chamber, which was cleaned and the o-ring was replaced. An acid wash of the ise system was performed and the sipper and vacuum nozzles were replaced. Gear pump pressure was confirmed and the sample probe was adjusted at the sampling position. Precision was performed with no fliers along with calibration and qc, which had acceptable results. There have been no further issues following the service report.

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 results from a cobas 8000 cobas ise module (double). The customer initially only provided questionable results for 1 patient, but while the field engineering specialist (fes) was troubleshooting the analyzer questionable results for 1 additional patient was provided. Patient 1: the initial sodium result was 197 mmol/l with a data flag and a repeat result of 141 mmol/l from the same analyzer. The same patient sample was tested on another cobas ise module with a sodium result of 139 mmol/l. The initial potassium result was 6.5 mmol/l. The same patient sample was tested on another cobas ise module with a potassium result of 4.5 mmol/l. The initial chloride result was 166 mmol/l. The same patient sample was tested on another cobas ise module with a potassium result of 101 mmol/l. Patient 1 ise results from the other analyzer were deemed to be correct. Patient 2: the initial sodium result was > 188 mmol/l with a repeat result of 142 mmol/l. The initial potassium result was 5.7 mmol/l with a repeat result of 4.2 mmol/l. The initial chloride result was 71 mmol/l with a repeat result of 102 mmol/l. It was not clear if the repeat results were from the same analyzer or a different analyzer. Additional information about these patient results were requested but could not be provided. The customer did not believe that the patient results were reported outside of the laboratory. The patient samples were aliquoted by a modular pre-analytical system. The sodium, potassium, and chloride electrode lot information was requested but was not provided.